Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018; product ID: 3889-28, serial/lot #: unknown, ubd: unkn, UDI#:unkn. Non-healthcare. See regulatory report #3004209178-2018-17900 for the first ins/lead allegations in this event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The (rep) reported that therapy was not working for the patient and so the doctor decided to revise the lead; it sounded like the lead had migrated. The timeline of when the therapy issue occurred was not known. There were no trauma, falls, emi activity related to this issue. After implanting a new lead to the old ins, it was determined that impedances were showing greater than 4000 ohms with new lead. There was debris in the header so the doctor changed the battery too. They opened a new ins and were still seeing same values. Technical services reviewed the following with the rep: impedance and further testing that could be done. The rep had tested at 2.5v 280 pw and was seeing all greater than 4000 ohms. Technical services asked if they were seeing bellows and toes and asked the rep to check impedances again at 2.5v and 360pw, and the rep stated they were seeing everything with contact 3 as greater than 4000 ohms. Rep retested and was seeing that they were getting bellows and toes at 3 v but it was unclear which contacts they were testing. Technical services spoke with hcp and reviewed why values can be high and how they can program around contact 3 or if they needed contact 3 they could replace the lead. The hcp indicated they would replace the lead again; rep verified later in the day that the lead was re-done, and all cleared at 2.5 amps. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The healthcare provider (hcp) has the box to return the items; the rep does not know when they will be sending them back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant products: product ID 3889-28, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unkn, UDI#:unkn. Note: additional information provided new initial reporter occupation: physician. Regulatory report #3004209178-2018-17900 for the first ins/lead allegations in this event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) via the healthcare professional (hcp): the hcp reported to the rep that therapy was not working for the patient; it sounded like the lead had migrated. The date of migration was unknown, ad there was no injury, fall or motor vehicle accident, the cause was unknown. Lead migration was confirmed via x-ray: the lead on the x-ray looked low in the sacrum, and there was no motor response while testing. No further complications were reported or are anticipated.